Manufacturer narrative:
Symptomatic final analysis found a short circuit between the distal and proximal coils. The proximal coil was damaged at 33 cm from the connector pin due to clavicular crush. The clavicular crush caused the event.

Event description:
It was reported that the patient was symptomatic and fell. During the follow-up, unipolar lead impedance was less than 200 ohms. The lead was replaced.